Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to a another meter, (emergency medical services-ems). The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue first started on (B)(6) 2016, 11:00pm. It was claimed that the patient obtained an alleged inaccurate high result of in the 67mg/dl on the subject meter compared to 43mg/dl on the other device, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy. The reporter denied that the patient takes any medications to manage his diabetes and continued with his usual diabetes management routine as a result of the alleged product issue. The reporter stated that 1.5 hours after the alleged product issue began the patient developed the symptoms of shaking, sweating and incoherent and received IV glucose treatment from ems by a health care professional. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the results. The patient used the correct testing steps to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury and reportedly received hcp intervention for symptoms suggestive of a serious injury after the alleged product issue began.